Event description:
The customer reported that the unit failed with several error codes indication of spi bus failure. The customer reported that the unit was in use on patient, but no patient harm was reported. The customer spoke with product support engineer and advised him that he may have a faulty data acquisition board, data acquisition to motor controller cable and power management board. The biomedical engineer said that the unit is not repaired the biomedical engineer stated that they will perform the repair on this unit, but he is not sure when the unit will be repaired. No further information provided.